Event description:
It was reported to philips that system was unable to make x-ray. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a non-emergency coronary procedure was performed when the issue happened. The procedure was delayed, and procedure was completed as planned after restarting the system. A field service engineer (fse) examined the system on-site and confirmed system was unable to make x-rays. After reviewing log file, fse found several communication error codes reported by the cube. During troubleshooting, fse found the issue was most likely caused by can communication errors between the host pc and the generator. To resolve fse performed multiple system restarts and monitored the system for further communication errors. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.